Event description:
It was reported that the 9800 system had an intermittent failure. No pt injury was reported.

Event description:
Customer reportedly received the following results on the inform system using comfort curve strips, and compared to lab results, within 10 minutes: 1) 218 mg/dl (inform/comfort curve) 2) 77 mg/dl (hospital lab) no actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.